Event description:
Guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) reached a battery status of middle of life 2 (mol2) in less than one year of implant duration. The guidant field representative provided memory data to engineering to be analyzed for suspected premature battery depletion. Engineering review confirmed that the device would likely deplete sooner than expected, given the programmed settings and measurements.

Event description:
Caller states customer received results of 40 mg/dl on compact plus system 1 and 74 mg/dl on compact plus system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. Caller treated the customer with 4 glucose tables; customer tested 211 mg/dl on compact plus system 1 within 4 minutes of the reported values. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 20720641, expiration date 01/31/2011). Reference medwatch report with (B)(4) for the suspect device used in system 2.